Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Asr revision scheduled for (B)(6) 2014; asr xl; left; reason(s) for revision : pain / alval; 2nd part of resurfacing to xl - (B)(4). (B)(4) 2015 - update - rcvd updated claimsuite, conf with filehandler the dates and reasons for revision for this com - patient has had resurface to xl, xl to xl and xl to unknown hip parts - for first revision part (B)(4), for 2nd revision see (B)(4). Rcvd confirmation that revision took place on (B)(6) 2015 - amended revision date, implant date, added exp date of cup, added lot number of stem with manu and exp dates. (B)(4) 2015 - update - rcvd patient information and iop notes, added patient name, gender, dob. Added mental ions and limited range of movement for revision reasons. Added lot number of head along with manu and exp dates.